Event description:
A customer in (B)(6) notified biomérieux of false positive results when testing with vidas® troponin I ultra (ref (B)(4), lot 1006309100). The customer tested serum from three different patients. For each one, the first result was positive and when retested, the result obtained was <0.01 ug/l (negative). The samples and results are as follows: sample (B)(6): sample testing began (B)(6) 2018 at 13:36:26 with result : 0.04 ug/l. Sample testing began (B)(6) 2018 at 14:02:44 with result : < 0.01 ug/l. Sample (B)(6): sample testing began (B)(6) 2018 at 14:59:58 with result : 0.09 ug/l. Sample testing began (B)(6) 2018 at 15:37:42 with result : < 0.01 ug/l. Sample (B)(6): sample testing began (B)(6) 2018 at 07:55:57 with result : 0.07 ug/l. Sample testing began (B)(6) 2018 at 08:28:11 with result : < 0.01 ug/l. Each sample was centrifuged at a speed of 1200 rpm/mins for 10 minutes. The customer no longer has the samples to submit for evaluation. The customer reported that no patient results were affected, no wrong results were reported to a physician, and there was no patient harmed or treated incorrectly. The customer reported a delay of approximately 1-2 hours. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in taiwan notified biomérieux of false positive results when testing with vidas® troponin I ultra (ref 30448, lot 1006309100). An internal biomérieux investigation was performed. Quality control records: no non-conformity or CAPA linked to the customer's complaint is recorded on vidas troponin I ultra (tniu). Analysis of the batch history records: there was no anomaly during the manufacturing and control processes. Study of internal samples control charts: at least four (4) internal samples on five (5) vidas tniu lots including lot 1006309100 / 190212-0 : all results are within the expected specifications, and the incriminated lot is within the trend of the parameter. Tests performed: repeatability testing was performed on blood donor (efs pool) samples. The test was repeated 30 times and all are < 0.01 g/l. No outlier was observed; the customer anomaly was not reproduced. Conclusion according to all information above, the performance of vidas tniu batch 1006309100 / 190212-0 is within specifications.